Manufacturer narrative:
Additional information was added h3, h6, and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system solution set leaked at the base of the drip chamber. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.